Manufacturer narrative:
At the request of university lithotripters, karl storz evaluated unit. A deviation in the coil energy output was found; upon inspection, it was found that the voltage was outside of normal operational parameters but not in the range that it would make a clinical difference. The voltage irregularity measured as such that it would have boost power less than 1/2 of an energy level. This wold make the increase quite inconsequential. The more important clinical aspect was the pt's trait for (B)(6). This compromises liver function and reduces the body's ability to properly clot. University lithotripters conducted procedure at: (B)(6).

Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. Allegedly, the operator was conducting a lithotriptor stone fragmentation; after the procedure, the pt was admitted to the ICU for blood transfusions for possible kidney bleed. Pt had (B)(6) and was characterized as a bleeder. After transfusions, the pt was released. The doctor is confident it is no longer an issue. There was no malfunction of the unit reported at the time.